Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system's flexvision computer was bad, which can impact booting. No harm to the patient or user was reported. We are conservatively reporting this event as the investigation is ongoing.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use. Relates to the replacement case linked to a previous instance where a philips engineer issued a work order for materials only concerning the flexvision pc component. The customer agreed to provide a purchase order solely for the repair part. The cause of the flexvision pc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the flexvision pc and loading the software by the field service engineer has resolved the reported issue and restored the functionality of the system. The system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The complaint was related to a specific incident which was previously reported; it was submitted merely as a request for a replacement (nemo) for the flexvision pc. Since there is no reported event, it is unlikely that a future occurrence would result in death or serious injury. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.